Event description:
It was reported that when the doctor removed the delivery sheath, the right ventricular (rv) lead was dislodged. The lead was not used and the physician elected to implant a new lv lead. The patient was stable.